Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a non-reportable phenomenon such as a xenon lamp not working/shifting to spare lamp due to a faulty converter was identified. The reported event related to the front panel leds blinking and the spare lamp error were confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the front panel leds blinking, and the spare lamp error could not be identified. However, it¿s likely the cause of the front panel leds blinking is related to a defective main board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected data: h6 (per the revised device evaluation/investigation results, it was determined that investigation findings code ¿3227¿ is the correct code instead of ¿114¿, which was listed on the previous follow-up report. Also, per the revised device evaluation/investigation results, it was determined that investigation conclusions code ¿44¿, which was listed on the previous follow-up report, doesn¿t correlate.) And h10 (per the revised device evaluation/investigation results, the correct manufacturer narrative has been provided below). This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, reportable phenomena such as the xenon lamp not working, and the front panel leds blinking were identified. The reported event related to the emergency lamp indicator blinking/lighting was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the front panel leds blinking/lighting could not be identified. However, it¿s likely the cause is related to a defective main board. Also, based on the results of the legal manufacturer's investigation, a definitive root cause of the xenon lamp not working, and the emergency lamp indicator blinking/lighting could not be identified. However, it¿s likely the cause is related to a faulty converter. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus on behalf of the customer that the visera elite xenon light source showed spare lamp error (emergency lamp indicator blinking). The reported event occurred during maintenance and the lamp was not working; however, a spare lamp was used. There was no patient involvement when the reported event occurred.